Event description:
Product was returned as an implant failure after 3 months. Based on the report, the pt had no relevant medical conditions, oral hygiene was described as good, and bone condition was described as good. Surgery was traditional two stage on tooth #10. The doctor indicated that the device was not received damaged or defective such that it did not perform as intended, and that the implant was removed due to it's failure to integrate with the pt's bone.

Manufacturer narrative:
Conclusion: based on inspection and test results, the returned product has been found to be within specifications. The doctor stated that the implant was removed due to its failure to osseointegrate with the pt's bone.